Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient indicated their system was not working, they couldn't turn it on/off or up and down. Caller did not ask questions or gather information as this was outside of their field of expertise. No symptoms were reported. No further complications were reported or anticipated.